Event description:
It was reported during an in-clinic follow-up, the pacemaker was explanted and replaced due to premature battery depletion. The patient condition is stable before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.